Manufacturer narrative:
Medwatch sent to FDA on 8/9/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of late reaction is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported event of patient problem/medical problem: "undesirable effects the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed."

Event description:
Healthcare professional reported injecting a patient with unspecified juvederm voluma. One year after injection, the patient developed a "late reaction" after being treated with humera for inflammatory bowel disease.